Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2024 through (B)(6) 2024. Lower than expected voltages were found on the power module; refer to the patient cable investigation regarding these findings. The pump appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log file. It was noted that the submitted log file did not contain data from the time of the reported pump stop due to suspected driveline damage. It was reported that heartmate ii lvas, serial number (B)(6), will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) and the driveline, serial # (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late), death, and local infection as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, section 6 lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 ¿system monitor¿ (subsection ¿pump speed) of the IFU, explains that the system monitor displays the pump speed in revolutions per minute (rpm); this value matches the actual speed within +/- 100 rpm under nominal condition. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document also contains several sections with information about how to prevent and control infection. Additionally, the heartmate ii unshielded power module patient cable IFU, rev. C is currently available. This document, under ¿cautions¿, states that ¿patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power module patient cable to connect to the power module.¿ the current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced alarms at night while using a power module with an ungrounded patient cable (patient was placed on an ungrounded cable under MFR # 2916596-2021-07822). In clinic, the alarm history showed only low voltage alarms the night before. Log file review showed that the 14v patient cable was intermittently reading below 14v threshold (10.2-13), which caused power cable alarms. While at home, the patient experienced a gastrointestinal (gi) bleed, which then caused anemia. The anemia caused the patient to have a syncopal event where trauma occurred to their head. The head trauma then led to a head bleed. As a result of the adverse event, the patient was admitted to acute rehabilitation, where the gi bleed progressed. The patient was then transferred to acute care. The patient was admitted to the hospital on (B)(6) 2024 for the gi bleed, syncopal event, anemia, and head trauma. Indirectly, the alarms resolved when the patient was admitted to the hospital as they were issued a new ungrounded patient cable. The patient experienced a cardiac arrest on (B)(6) 2024 in the hospital after being placed on the blue grounded cable and not the orange ungrounded cable. The left ventricular assist device (lvad) pump stopped, and cardiopulmonary resuscitation (CPR) was performed for minutes in the intensive care unit (ICU). This event added to the patient's underlying medical issues and was too great for the patient to overcome. The patient was discharged to inpatient care and then to home hospice. It was reported that no further alarms occurred in home setting with the patient's newly issued orange cable. The patient passed away on (B)(6) 2024 due to aspiration pneumonia from cardiac arrest and ongoing gi bleed.